Event description:
On november 24, 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra test strips were not drawing her blood samples in. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010 at 3:00am. The patient indicated she manages her diabetes with insulin (self adjuster). At the time of the alleged issue, the patient denied taking any action regarding her diabetes management routine. The patient indicated she was not feeling well and could not get out of bed after the allege issue began. On the same day at around 3:00am, since the patient was not able to test on the subject meter, she contacted emergency medical service (ems). The patient stated she was tested by the ems meter and obtained a reading of "2.4 mmol/l" and was administered glucose tablet/glucose gel. At the time of troubleshooting, the cca was able to verify that the patient's testing procedure was correct. The patient was not able to perform another blood test since she did not have test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k043197.